Event description:
Device issue: hypotube separation. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure, in the heavily calcified right coronary artery, the voyager nc dilatation catheter was advanced, but could not cross to the lesion. An attempt was made to withdraw the catheter; however, resistance was felt and the hypotube separated 35 mm distal to the marker, near the hub at the y-adapter. Both separated portions of the device remained on the guide wire and the device was successfully removed from the anatomy. Another voyager dilatation catheter was used to complete dilatation and there was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified, which likely contributed to the failure to advance. Factors which may contribute to resistance during retraction include, but are not limited to, manufacturing balloon fold issues, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. In this case, it is likely an interaction with the lesion/anatomy during the attempt to cross the calcified lesion may have resulted in a kink in the hypotube, further contributing to difficulty removing the catheter. Further handling could have contributed to the shaft ultimately separating. The reported failure to advance appears to be related to the operational context of the procedure; however, a conclusive cause for the reported difficulty removing the catheter and hypotube separation could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. All dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all dilatation catheters are 100% visually inspected online for damage.